Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. It was also reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported adverse effect to the customer's blood glucose level.